Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify-during use in the patient. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an anastomosis on an unknown date in (B)(6) 2022 and suture was used. During the procedure, the needle got detached from thread while using for anastomosis. There were no patient consequences reported. Additional information was requested.